Event description:
A false positive advia centaur xp troponin ultra result was obtained by the customer on a patient sample and confirmed when the dilution result was also positive. The result was questioned by the emergency room physician and considered discordant when compared to the patient's clinical picture and a negative result when run on another advia centaur system. The sample was initially processed by a automation sample handling system and the customer had observed a sample clot error when the sample was first processed on an advia 2400 system. The discordant sample was repeated on the original advia centaur system and the result was negative. There was no known report of patient treatment being altered or adverse health consequences due to the discordant troponin ultra result.

Manufacturer narrative:
The cause for the initial positive advia centaur xp result when compared to the patient's clinical picture and negative repeat test results may be attributed to specimen collection and handling. The customer previously observe a sample clot issue when the discordant sample was processed from the automation sampling process system. The discordant sample was identified by sample rack position and not by a sample identification number when repeat testing was performed. The quality control results were acceptable and there were no other discordant troponin patient results reported at the time of the incident. The instruction for use (IFU) under the specimen collection and handling section states the following: "before placing samples on the system, ensure that samples have the following characteristics: samples are free of fibrin or other particulate matter. Samples are free of bubbles." The instrument is performing within specification.